Manufacturer narrative:
Additional information provided in d.4., h.6. The lot number was updated to unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure of cutter during surgery. Procedure type unknown. The surgery was performed and completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).